Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "patient¿s powerpicc has moved 8cm out the body. Rn noted that catheter still works moving fluids, but doesn¿t return blood." No other information provided.